Manufacturer narrative:
D9: device available for evaluation - yes, date received 16feb2026. Investigation summary: received one (1) used. List #142409291, primary plum set for inspection. As received, the filter wetted out. The set was leak tested per specifications and leakage was observed. The complaint of a leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, secure lock, 264 cm reportedly leaked a cytostatic medication through the spike filter during patient use. The impression was that the pressure compensation filter was not properly sealed or adhered to the spike piece and the air chamber. The service staff was exposed to the cytostatic fluids; however, no harm was reported.